Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient could not get any stimulation to his leg. The patient stated that when he uses the patient programmer (pp), he can¿t get it to increase the feeling of the stim. In other words, when he increased the stim, the patient does not notice the feeling of the stim increasing. A manufacturer representative (rep) was contacted to send the patient a wire (pp antenna); it was discovered that there were issues with the pp. The patient changed the pp batteries, it showed that the stim was off, so the patient turned it back on. During troubleshooting, the patient was successful to connect with and without the antenna attached. But the turning the stim up still does not increase the stim. In the end, the patient was recommended to meet with a rep in person. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had appointments with their hcp on (B)(6) 2018. The patient reported that "two were broken in back." No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient clarified that the leads in their back were not fractured. No further complications are anticipated.